Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when attempting to remove the reaming guide. The internal rod was bent. When reading guide holder was reinserted, the internal rod broke. The proximal reaming guide was stuck in the proximal humoral shaft, delaying the surgery for approximately 20 minutes, while the surgeon use vice grips and a mallet to remove the post.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.